Event description:
The customer reported "IV tubing leaked from lowest port on tubing (below alaris pump). Solution running was d5/0.45 ns w/0.15% kcl. Piggy back on upper port was cefepime." There was no report of patient or medical intervention. No further patient or event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). This report was filed by the manufacturer. The set has been rec'd and the evaluation is pending. A f/u report will be submitted with failure investigation results once the evaluation is completed.